Event description:
It was reported that the bd micro-fine¿+ pro pen needle was clogged during the injection. This occurred with 3 pen needles. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the patient's report, the drug solution did not come out.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-apr-2023. Three open 32g x 4mm pen needle samples and three photos were returned from lot. No. 2046935, cat. No. 320559. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to determine root cause. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was clogged during the injection. This occurred with 3 pen needles. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the patient's report, the drug solution did not come out."